Event description:
It was reported that the patient with this pacemaker system was experiencing atrial tachy response (atr) in response to noise on the ra channel. Isometric maneuver were performed and showed no anomalies, obtained measurements were within range. Connection issue is suspected. Technical services (ts) was consulted and recommended reprogramming options. The patient is asymptomatic and will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.